Event description:
It was reported that 10 minutes into the procedure, it was noticed that the end coil of the electrode had become detached. Procedure was abandoned. There were no adverse pt consequences.